Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual vibration test was performed and performed and failed. Functional tests were performed and the accelerometer test and vibrator test failed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective motor. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was measured and failed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.